Event description:
It was reported a spectrum pump had system error 105. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 105 was confirmed through review of the event history log. The issue was determined to have been caused by a seizing motor. The motor assembly was reported.